Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective circuit board, all light-emitting diodes (leds) of front panel glowing continuously after some time of booting and intermittent flickering in image, a root cause could not be identified. Based on the results of the investigation, based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. No image on monitor screen due to defective circuit board should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed no image. The event occurred during inspection for use. There were no reports of patient involvement.